Event description:
Artifacts are occurring on the multimed cables after long term use and frequent cleaning/disinfection. The pt monitor evaluates these as ECG signals and does not indicate an alarm, even if no pt is connected.

Manufacturer narrative:
Several requests were made for the return of the defective cables for evaluation, however, no cables have been returned. A prior evaluation of multimed cables from this customer with a similar complaint was closed because the reported problem could not be reproduced. There have been no other reports from other customers with this description. It is co's belief that the problem reported by the customer is due to a failure to properly clean or disinfect the cables. If the cables submersed, moisture can get inside the connectors causing a short circuit or cross talk. Co believes that the moisture had evaporated out of the connectors by the time the cables were received for the prior investigation. The user's guide provides clear instructions for cleaning and disinfecting the cables. Co has advised this customer to review and adhere to the cleaning and disinfecting procedure described in the user's guide.